Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to insert the left ventricular lead in the target vessel. The lead exhibited loss of capture at multiple sites. The lead was not used and a new lead was implanted. The patient's condition was stable.